Manufacturer narrative:
A supplemental regulatory report is being submitted for corrections. The adverse event or product problem was corrected from "adverse event" to "adverse event product problem. "Date manufacturing received was corrected from 05-oct-2020 to 18-sep-2020. And patient weight, event description, and con409055 device code was updated. Additional products: d4: serial#: (B)(4). H6: device code(s): c63025. Investigation of this event is pending. And a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported, that the controller exhibited unexpected power losses. And there was a ventricular assist device (vad) stop.

Manufacturer narrative:
A supplemental is being submitted for additional information and two corrections. Newly received information indicated new event details and the involvement of an additional device. The event description b5 was corrected and device code was corrected from c76126 to c62859. Additional products: d1: heartware ventricular assist system controller 2.0 d4: model#: 1420 / catalog#: 1420 / expiration date: 30-nov-2020 / serial#: (B)(6); UDI#: (B)(4); d10: no; h4: mfg date: 22-nov-2019; h5: no, h6: patient code(s): c28554, h6: device code(s): c63223, h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was further reported that the patient was found unresponsive on the floor and both power sources had been disconnected from the controller. The vad was able to restart after a battery was connected but the patient was unable to be revived. It is estimated that the patient passed away approximately 8-10 hours prior to being found.

Manufacturer narrative:
This supplemental is being submitted for completed analysis and investigation. Product event summary: the vad and the controller were not returned for evaluation. Review controller log files revealed a controller power up event logged on (B)(6) 2020 at 07:53:51, indicating a loss of power to the controller. Prior to the loss of power, (b(6)was connected to power port one (1) and (B)(6) was connected to power port two (2). After the loss of power there was no power source connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was off for greater than one (1) hour. As a result the reported vad stop due to double disconnect event was confirmed. Based on the available information, there is no evidence to suggest that a device malfunction or performance issue caused or contributed to the reported event. The most likely root cause of the loss of power to the controller can be attributed to disconnection of both power sources from the controller, as described in the event details. Additional products: con409055 h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d11, d12 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device patient died and the cause of death was reported as heart failure.